Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted: investigation flow: device interaction/functional visual inspection: the torque wrench (p/n: (B)(6), lot #: km863407) was returned and received at us cq. Upon visual inspection, it was observed that there were scratches on the device but has no impact on the functionality of the device. No other issues were identified with the returned device. Functional test: the functional test was performed at the fsl ups east syracuse, ny site. Upon the functional test,it was observed that 277040510, torque handle, lot number km863407 was found to be out of drawing specification. Can the complaint be replicated with the returned devices? Yes dimensional inspection: no dimensional inspection was performed as the complaint condition of the device failed high in torque test was irrelevant for dimensional analysis. Document/specification review based on the date of manufacture the following drawings were reflecting the current and manufactured revision were reviewed complaint confirmed? Yes, the device received failed low in torque test. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the torque wrench. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance deficiency. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for torque wrench was conducted identifying that lot number km863407 was released in a single batch. Batch1: lot qty of 50 units were released on (B)(6)2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data: h6 - method codes: code 4112 is not applicable to this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. The drawing specification is 72-88. The torque tested high at 89.8. There was no known patient or hospital involvement. There is no further information available. This complaint involves one (1) device. This report is for one (1) torque wrench. This is report 1 of 1 for (B)(4).